Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual analysis of the returned sample revealed that in the transition tip-peek housing was broken. Microscopical inspection revealed adhesive in the transition. A deflection test was performed and no issues were observed. For the returned condition of the catheter it prompted the need for a manufacturing and supplier quality engineering to gather additional information. The investigation concluded that, based on the supplier current training processes and process controls, the identified failure mode is not linked to the manufacturing process. All inspections and functional verifications of the catheter were performed correctly. The device was used at the conclusion of the procedure with the damage identified by the physician. Additionally, the investigation determined that the complaint was not generated at the bwi packaging facilities where all steps were successfully executed and the product was properly documented in the device history record (DHR). Given that the lot in question was received without a sealed package, the root cause could not be established, and it cannot be confirmed whether the damage occurred after unpacking or during use. A manufacturing record evaluation (mre) was performed for the finished device, and no internal action was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. An unrelated damage on the tip was detected. The potential cause of the tip broken could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: adjust the radius of curvature as necessary by manipulating the thumb knob. Pushing the thumb knob forward causes the catheter tip to curve; pulling the thumb knob back straightens the catheter tip. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the broken peek housing issue identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during the operation, the pentaray nav was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-jul-2025, the bwi pal revealed that a visual inspection of the returned device found the peek housing was broken. This finding was reviewed and assessed this as an MDR reportable malfunction.